Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported an infection was present at the ipg site. In turn, the patient had their ipg explanted on (B)(6) 2022.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.